Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient could not charge the ipg. The ipg appeared to be too deep in the pocket. The patient underwent a revision wherein the ipg was relocated. The patient was reportedly doing well postoperatively.